Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative reported a consumer had a loss of stimulation and "sharp, stabbing pain" noted in upper lumbar region of spine at increased amplitudes. The consumer reported no falls or events that could have contributed to the loss of stimulation; however, he did report playing golf as a recent activity. Electrode impedances were >10, for electrodes 0-2 and 6-16. Programming around these electrodes was attempted, however, only resulted in "stabbing" sensation. Implanting doctor was notified and x-rays of spine and generator site were taken. The results of the x-rays showed no obvious breaks or displacement in the leads. The contacts were all well aligned within the battery header and the leads do not appear to have migrated when compared to implant x-rays. The loss of stimulation has not resolved nor has the stabbing pain. The consumer was notified of the x-ray results as well as the implanting doctor. No plan had yet been made; however, the implanting doctor has offered to replace both leads.

Manufacturer narrative:
Concomitant product: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the patient was not really using the 0-7 electrode on lead so they only replaced one lead. It was 8-15 that were completely out when they were there so that is what was replaced. The rep was not there for any further interventions.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they determined that the lead broke. The patient thought they removed the entire system but was not certain. The patient knew there was an issue because he no longer felt stimulation. Refer to manufacturer reports # 3004209178-2017-05009, 6000153-2016-00238, and 6000153-2016-00239 for other reports of losses of stimulation and broken leads for this patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.